Event description:
A hospital in (B)(6) reported via a distributor that an rt106 adult inspiratory-heated breathing circuit did not pass the leak test. The customer performed the leak test on the breathing circuit prior to pt use. Accordingly, there was no pt consequence.

Manufacturer narrative:
(B)(4). The rt106 breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit is currently en route to fisher & paykel healthcare for eval. We will provide a follow-up report upon completion of our investigation.